Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had an unresponsive button due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's up button on their insulin pump was not working properly. The customer stated that the button was stuck and causing the numbers to ramp on their own. Advised customer that a replacement insulin pump would be sent. The customer stated they would revert to back-up plan of manual injections. Nothing further reported.